Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer had a high blood glucose but not hospitalize. The customer's blood glucose level was 400 mg/dl. The customer stated that they have a back up plan. The customer was not treated yet. The troubleshooting was performed. The customer father learned that patient may have had air bubbles in the tubing and also did not change her site location. The customer was advised the two high blood glucose rule. The customer was advised to change entire set, reservoir, and insulin and treat per healthcare provider instructions.